Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited out of range pacing impedance measurements resulting in the device emitting beeping tones. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms was observed. The root cause was not determined and monitoring will be continued.